Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the device receive an internal water pathway replacement, or (2) the customer participate in cardioquip's trade-in program. The customer has declined both options. The device will be returned to the customer. The device instructions for use has a cleaning and disinfection procedure the customer can perform to attempt to return the device to specification.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of contamination during an on-site inspection and submitted pictures to cq for review. The cq director of operations and epidemiology reviewed the pictures and recommended hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 02/25/2026, indicating device contamination.